Event description:
It was reported that at the user facility, the device emitted a spark and left a burn mark on the power outlet. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that at the user facility the device emitted a spark and left a burn mark on the power outlet. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The user facility discarded the power cord portion of the device prior to the manufacturer field service technician arriving to evaluate the device. The power cord was replaced and the device was returned to service.